Manufacturer narrative:
An event regarding alleged loosening involving an unknown implant exeter stem was reported. The event was confirmed based on operative report. An operative report was received for a revision of the his right hip. As stated in the operative report: "he had done well for a few weeks, but sustained a dislocation which required reduction in the emergency room. He then had an attempted reduction in the operating room after a second dislocation and was found to have a loose stem. The hip stem was found to be grossly loose." An exeter stem and femoral head were revised to a restoration modular stem construct with a 22 +0 head, and 36mm "mdm head liner. No mention is made in the operative report of the femoral head or acetabular components in situ. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no items were returned. Complaint history review: not performed as no items were returned. Conclusions: the exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
An operative report was received from a product development engineer of another company for a revision of the patient's right hip. As stated in the operative report: "he had done well for a few weeks, but sustained a dislocation which required reduction in the emergency room. He then had an attempted reduction in the operating room after a second dislocation and was found to have a loose stem. The hip stem was found to be grossly loose. This was removed by hand." An exeter stem and femoral head were revised to a restoration modular stem construct with a 22 +0 head, and 36mm "mdm head liner." No mention is made in the operative report of the femoral head or acetabular components in situ.